Event description:
It was reported to philips that the system wouldn¿t turn on. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and found that the system would not turn on. Upon troubleshooting, the fse discovered that, in a previous case, the humidifier from the ceiling had leaked water. The fse verified that there was water damage to the m-cabinet and ensured that the system was completely shut down from the mains breaker. The fse verified that the m-cabinet was dry before troubleshooting, pulled out the ippc and host pc to let them air dry further, as water was observed inside the pcs, removed the mpdu control unit, and inspected it for damage. The mpdu control unit has corrosion caused by water and arcing damage on both sides of the board. The mpdu also has an arc burn on the inner wall and connector where the mpdu control unit plugs in. There are also signs that water spilled into the mpdu. The fse found arc damage on the mpdu control unit and mpdu due to the water spill. As a temporary measure to avoid further damage to the m-cabinet, towels were placed in areas that were not affected by the initial spill, and there was an attempt to dry the wet spots without spreading the water. However, there were some portions that could not be dried without accidentally spreading the water, so the fse left it alone. Air dry overnight. The next day, the fse was able to dry the remaining spots and prevent further spread of the damage. To resolve the issue, the fse replaced the mpdu assembly, and ippc downloaded board software to it and verified that no errors were given when scanning. They made backups of the system in preparation for the host pc replacement. The host pc was replaced, and the ghost backup was restored. After restoration, the license file was updated with the new mac address. The host did not fully recover after the ghost backup restoration; a full software reload will be needed to recover the system. The damaged host pc was returned to philips for failure analysis. During testing, it was found that the bmc firmware had failed, and there were watermarks on the outside of the case and on the psu cover. The damaged ippc was returned to philips for failure analysis. The cause of the damaged ippc failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the damaged ippc by the field service engineer resolved the reported issue and restored the functionality of the system. After replacing the host pc, ippc, and mpdu assembly, the system was returned to use in good working order. The codes were updated based on the investigation outcome.